Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis did not confirm the customer reported complaint that the permanent cautery spatula would not hold grip. The spatula is not meant to hold or grip. The instrument was found to have thermal damage on the monopolar yaw pulley. There was no damage on the conductor wire or conductor wire weld. A review of the instrument log for the permanent cautery spatula instrument (420184-11 n10171206 908) associated with this event has been performed. Per the logs, the instrument was last used on 11/17/2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's ninth usage and, therefore, had not expired. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was not holding grip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.